Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Isi has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in subsequent procedures with the exception of the vessel sealer extend instrument, which is a single-use product. The vessel sealer logs were reviewed by an isi advanced failure analysis (afa) engineer and the following findings were obtained: the e-100 generator logs show that there was an instance where the user had tried to utilize the seal function and was met with a high initial starting impedance error. This type of error is usually due to there being too much tissue in between the jaws of the instrument. The error occurred once and it seems that the user was able to use the seal function 10 times after. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted hysterectomy surgical procedure, the surgeon reported issues with the vessel sealer extend (vse) instrument. The surgeon also mentioned that the patient experienced massive blood loss intra-operatively and post-operatively. Additionally, the patient returned and unspecified medical intervention/treatment was rendered. At this time the root cause of the operative complications is unknown.

Event description:
It was initially reported that during a da vinci-assisted hysterectomy surgical procedure, the surgeon had unspecified issues with the vessel sealer extend (vse) instrument during surgery. In addition, the surgeon indicated that the patient experienced massive blood loss intra-operatively and post-operatively. On the contrary, the surgeon stated that there was blood loss of 10cc. The surgeon also mentioned that the bleeding was presumably from "pedicle lines." The patient returned and the surgeon was administered unspecified medical intervention/treatment. The intuitive surgical, inc. (Isi) reviewed the system logs and did not identify any errors related to the vse instrument. Isi has reached out to the surgeon to obtain additional information but has not yet received a response.